Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that fms duo has a worn inflow wheel. Per service reports, this complaint cannot be confirmed. During the service evaluation the following defects were identified: broken left hinge on irrigation door, minor scratches on the unit. The hinge was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a shoulder procedure on (B)(6) 2021, it was observed that the fms duo®+pump/shaver unit device had a worn inflow wheel. During in-house engineering evaluation, it was determined that the device had a broken left hinge on its irrigation door. The procedure was completed with the same device with a delay of 30 minutes. There were no adverse patient consequences reported. No additional information was provided.